Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/23/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no damages to the platform. A review of the autopulse platform's archive was performed and the reported complaint of a user advisor (ua) 45 (not at "home" position after power-on/restart) message was not confirmed. The archive data shows no sessions to have occurred on the reported event date of (B)(6) 2014. A ua 45 message was displayed upon power up of the returned platform. It was observed that the encoder shaft was one revolution off of the "home" position target because the lifeband straps were not pulled completely up prior to turning the platform on. Functional testing could not be performed due to the ua 45 message. The driveshaft was rotated back to the "home" position to remedy the ua 45 fault. Furthermore, the encoder shaft was noticed to be slightly sticky. However, this stickiness issue is not related to the reported complaint. It was found that the clutch plate was at fault. Based on the investigation, the part identified for replacement was the clutch plate. In summary, the reported complaint of a ua 45 fault was confirmed upon functional test. The fault was found to be due to the lifeband not being pulled completely up prior to turning the platform on. Upon replacement of the clutch plate and returning the driveshaft to the "home" position, the platform was re-evaluated through functional testing and passed all testing criteria.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message that would not clear. No adverse patient sequelae was reported. No further information was provided.